Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of equimosis and pallidness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for bruise and skin discoloration: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): haematomas. Staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm volbella with lidocaine in the nasolabial grooves. After the injection, the patient developed "equimosis and pallidness on left nasal wing and left hemissure" in addition to the left superior lip. It was noted as "that was no damage." The cause of the event was suggested to be a "intramuscular [possible] injection on left nasolabial groove." Patient was treated with "reparil gel." Symptoms have resolved.

Manufacturer narrative:
Additional information: relevant tests/lab data.

Event description:
Healthcare professional reported injecting a patient with juvederm volbella with lidocaine in the nasolabial grooves. After the injection, the patient developed "equimosis and pallidness on left nasal wing and left hemissure" in addition to the left superior lip. It was noted as "that was no damage." The cause of the event was suggested to be a "intramuscular [possible] injection on left nasolabial groove." Patient was treated with "reparil gel." Symptoms have resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm® volbella¿ with lidocaine in the nasolabial grooves. After the injection, the patient developed "equimosis and pallidness on left nasal wing and left hemissure" in addition to the left superior lip. It was noted as "that was no damage." The cause of the event was suggested to be a "intramuscular [possible] injection on left nasolabial groove." Patient was treated with "reparil gel." Symptoms have resolved.